Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed high blood glucose and was treated. The blood glucose reading at the time of hospitalization was 220 mg/dl. Customer stated that her insulin pump was not working it had blank screen for two days and was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-99388.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No unexpected off no power alarm noted. The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. Moisture damage found on the lcd board. No moisture damage found on the motor noted.